Event description:
It was reported by service report that the bed had a bent frame on left foot end and could not be lowered to its lowest position. No pt involvement or adverse consequences are reported.